Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by "the trocar was introduced thanks to a clamp into the abdominal cavity?" A clamp is used to help suprapubic trocar introduction. Does this mean the trocar was difficult to insert? Yes, but for anatomical reasons. How was the clamp used to assist in the introduction of the trocar? Back pressure with the clamp. What is meant by trocar abrasion? Obturator deterioration. Release of particles. Does this mean the obturator or a device was difficult to insert down the trocar sleeve? No. Or does this mean the trocar caused an abrasion (injury) to the patient? No. Was there any patient consequence? No. Was there any change to procedure or post-op patient care? No.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what is meant by "the trocar was introduced thanks to a clamp into the abdominal cavity?" Does this mean the trocar was difficult to insert? How was the clamp used to assist in the introduction of the trocar? What is meant by trocar abrasion? Does this mean the obturator or a device was difficult to insert down the trocar sleeve? Or does this mean the trocar caused an abrasion (injury) to the patient? If the trocar caused an injury to the patient, please specifically describe how the trocar injured the patient? Was there any patient consequence (as this was not reported on the complaint form, it was left blank)? Was there any change to procedure or post-op patient care?

Event description:
It was reported that during an unknown procedure, the trocar was introduced thanks to a clamp into the abdominal cavity. Trocar abrasion. Deterioration and flaking of the obturator into the abdominal cavity, the blade could not be properly introduced in the abdominal cavity. They stopped using the obturator. Unknown how case was completed.

Manufacturer narrative:
(B)(4).batch # p91m79. The analysis results of the d5lt found that it was received with the reset button in disarmed position and the bullet melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. The instrument was armed and when the device was functionally tested the shield cannot be retracted to expose the knife. No conclusion could be reached as to how this issue occurred. We have documented the circumstances as they were reported to us. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.